Event description:
The altis sling was then placed onto its inserting trocar for the static portion of the sling, which was then implanted into the left obturator internus muscle, taking care to ensure we cleared the bone completely. The right ankle was then placed in the right obturator internus with the trocar device. Upon tensioning the altis sling, we awoke the patient and asked her to cough as we tensioned the sling. The patient was noted to have severe intrinsic sphincter deficiency and, therefore, continued to have leakage with coughing until we tensioned the sling such that the tensioning sutures snapped.